Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit loss of capture (loc. Technical services (ts) was consulted and recommended a clinic visit for further evaluation. Additionally, it was reported that the healthcare professional will continue normal monitoring. This device remains in service. No adverse patient effects were reported.